Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 01-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. She did not know the dose and concentration; it is on the lowest dose you can go. It was reported that she thought she was going to get an entirely new system but notices there is just one new serial number on the card. Since february of 2019, it was wrong and all messed up. She had been going to her pump refills and she kept telling them it was not working right they kept saying they can up it but finally she got a new healthcare professional (hcp) who found out why. The hcp found out they had put it in the middle of her back, it moved. They did not anchor the unit and the catheter was not anchored either. Her baseline pain goes from her shoulders to hips and the doctor had put the catheter in the correct location to help that pain, and the patient confirmed it is working now. The flow was so thick it was not going through the catheter right. There were no further complications reported/anticipated.

Event description:
Additional information was received on 12-aug-2020 from a healthcare professional (hcp) who reported that the cause of the catheter not being anchored was because the initial physician who implanted the device in 2019 did not place / use an anchoring device. With regards to clarifying the patient¿s report of ¿the flow was so thick it was not going through the catheter right¿, the hcp stated that he was not aware of that. He had performed a catheter dye study on (B)(6) 2020 and there was no issue with flow. The only finding was that the catheter tip was a the l4 vertebral body level. The previous pain provider had a high concentration (30 mg/ml) of morphine so a low flow rate was needed to achieve desired dosage. With regards to actions / interventions taken to resolve the issue, he stated the he performed an intrathecal catheter and pump revision on (B)(6) 2020. Per the hcp, the patient currently had a working intrathecal pump and catheter and she was getting great relief of her chronic pain. No further complications were reported / anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.